Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumped opened. It was reported that during preparation of the second clip delivery system (cds 70210u155), the clip was attempted to be opened, but was unsuccessful. The arm positioner was turned in the closed direction and the lock lever was retracted further, but the clip did not open. Several attempts were made until the lock lever was fully retracted, and the cds shaft was bending. At this point, the clip jumped opened and a crack was felt. The cds was not used in the anatomy and replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis and although abbott vascular (av) could not confirm the reported crack and bending shaft, the reported difficulty opening the clip and the clip actuation issue (jumping) was confirmed. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found no similar incidents from this lot. Av conducted root cause analysis and determined the difficulty opening the clip and the clip actuation issue (jumping) was likely due to a loose release crimper. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.